Event description:
It was reported that during a da vinci si myomectomy procedure the permanent cautery hook instrument wire was observed to have separated. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Engineering also found the instrument ceramic sleeve was chipped near the proximal end. Material was missing as a result of the damage. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. An additional observation was that the instrument ceramic sleeve was loose and had dislodged from the yaw pulley. The ceramic sleeve could slide up and down the hook. The bond between the ceramic sleeve and the glue on the yaw pulley had deteriorated. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.